Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a decement in performance resulting in a loss of benefit. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).